Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd venflon¿ pro safety shielded IV catheter leakage occurred at hub. New catheter was inserted. The following information was provided by the initial reporter: IV cannula malfunctioned; labetalol given in an emergency via the IV cannula, back flow of fluid from IV cannula hub; cannula removed as defective; new ic cannula inserted.